Manufacturer narrative:
The reported event of an unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited a high capture threshold. The atrial lead was not used and eventually the procedure was discontinued. The patient was in stable condition.